Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-op a gastric band implant, it has been leaking saline and is causing gastric reflux. The band has not been removed due to the procedure not having been approved by the patient's medical insurance. The band was original implanted approximately in (B)(6) 2010.